Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
The patient reported "breast implant illness (bii), lumps and implant removal from texture to smooth due to the concerns of the product". Patient later reported "hardened breast capsule, mass develop with fluid and inflammation". This record is for the right side. The device remains implanted.